Manufacturer narrative:
The reported events of unacceptable threshold, unspecified sensing issue, and helix mechanism issue were confirmed. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Event description:
It was reported that during a procedure device interrogation revealed failure to capture, sensing issue, and failure to extend and retract on the helix on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.